Event description:
It was reported to boston scientific corporation that an obtryx ii sling was used during an obtryx placement procedure performed on (B)(6), 2014 with a concomitant native tissue anterior/apical prolapse repair procedure with vaginal hysterectomy. The implantation procedure was completed without complications. According to the complainant, post procedure on (B)(6), 2014, the subject experienced urinary retention of mild severity. On (B)(6), 2014 a catheter was placed and the event resolved. The investigator assessed the event as related to the procedure and unrelated to the device.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.